Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances (greater than 3,000 ohms) and oversensing of noise secondary to conductor fracture. The lead has been electrically deactivated pending replacement. The patient did not recall anything significant that may have caused or contributed to the fracture but had reported doing heavy lifting in the garden. No adverse patient effects were reported. New information was received indicating that this ra lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances (greater than 3,000 ohms) and oversensing of noise secondary to conductor fracture. The lead has been electrically deactivated pending replacement. The patient did not recall anything significant that may have caused or contributed to the fracture but had reported doing heavy lifting in the garden. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.